Event description:
A 3.0 mm diameter x 8 mm length endeavor rx coronary stent system was implanted into a pt for the treatment of an rca lesion. At 39 months post stent implant, the pt was admitted to the hosp due to chest pain and unstable angina was diagnosed. An angiogram showed stenosis of the ostium of rca and in the venous graft. Two stents were placed in the rca and one stent placed in the graft. Due to distal embolization, the pt was treated with gp iib/iiia antagonist. The pt had myocardial infarction due to the embolization with maximum ck-value of 1000 u/l. The investigator reported that the event was not related to the endeavor stent nor index procedure. Pt was discharged home four days later. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results and conclusions: (lack of info). Other (secondary intervention).